Event description:
The customer reported the ventilator alarmed and restarted and went vent inop upon restart. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's field service technician was unable to duplicate the customer reported event, however confirmed a diagnostic code in the ventilator log history that indicated a +24/+-12 volt failure and restart of the ventilator. The service technician replaced the power supply to address the findings. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Power supply.